Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) overheating occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Male in his 50's.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (component code, investigation findings, investigation conclusion, type of investigation). A getinge field service engineer evaluated the unit and in-house running inspection was performed, but the problem could not be reproduced. Temperature sensor sensitivity is also good. Just to be on the safe side, fse replaced the motor control board (d670-00-1159). Inspection based on the inspection record sheet showed good results. Unit returned to customer.

Event description:
N/a.